Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer service, the consumer discussed problems with his medtronic insulin pump and that medtronic was in the process of replacing the pump. The pump had given the consumer a large amount of insulin before this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.